Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose levels were 48 mg/dl and 115 mg/dl. The customer was treated with glucose tablets and a little bit of juice to treat low blood glucose. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer reported auto mode was not automatically delivering insulin at the time of low blood glucose event. The customer did not allege the insulin pump for over delivering. The insulin pump will not be returned for analysis.